Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a gas loss alarm was generated. It alarms every 2 hours and the patient began to decompensate during the time the pump was in standby. The customer tried repositioning the patient several times but the alarm still happened every few hours. There was no blood in the tubing. The were advised that often, the alarm can be controlled to every few hours by basic troubleshooting or adjusting the patient or iab position. In this case, the alarm was not happening often, but when it did the patient became sicker so it was suggested they speak to the physician about next steps such as- manipulation of the catheter based upon a chest film. Removal was not suggested, but it was advised that this would be their decision given the patient's condition and reaction when the alarm happens. It was also discussed the patient's bp as she felt that it was low compared to the bedside monitor. A pic of the iabp screen showed a clean/crisp arterial waveform with clear landmarks. The bp was 70/51 (73) with aug at 89. The iab pressure waveform was in a chair like formation. It was explained that the bedside will display the augmentation as systole many times and suggested they print a bedside strip and check the landmarks on the waveform compared to the graph/scale. The patient was reported as stable and the alarm had not happened for 2 hours.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).